Manufacturer narrative:
Vyaire medical file identification: (B)(4). G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that during log file analysis of a device, error 316 was active and the possible root cause for error 401. There was no patient involvement.

Event description:
Additional information received indicates that no product was returned for investigation, however, a field service technician went on-site to evaluate and repair the device.

Manufacturer narrative:
Device evaluation: b5, d9, g6, h2, h3, h6, h11. H3: findings/root cause: the device was not returned for evaluation; however, a field service technician went on-site to evaluate and repair the device. The customer's reported issues with tf401 and tf316 were confirmed to be caused by a defective blower. The blower was replaced, resolving the problem.